Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported issue. The fse replaced the drive manifold and excessive leak in drive manifold during manifolds test was found. The fse returned to the facility and replaced drive manifold again and replaced drive transducer. The unit passed all functional and safety tests to factory specifications and was returned to customer and cleared for clinical use. The full name of the event site noted is (B)(6) medical center.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) generated an internal communication failure alarm and stopped pumping. There was no patient harm and no adverse event was reported.